Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a bag bay got stuck and the system shut down during the procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The customer reported that the system encountered a stuck bag bay table and the system shut down when the customer jiggled the bag bay door. The procedure was completed. There was no patient harm. The company service representative examined the system and the reported event of ¿bag bay table stuck¿ was replicated. The company service representative adjusted the top tray to resolve the reported non-conformity. The reported event of ¿system shut down¿ could not be replicated. The system was then tested and met all product specifications. The system was manufactured on january 26, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of ¿bag bay table stuck¿ can be attributed to the non-conforming assembly of the top tray. (B)(4).